Manufacturer narrative:
(B)(4). An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of scratched main tube to be related to the customer reported complaint. The scratches measured approximately 0.0495¿ - 0.1420¿ in length and are axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. Additional observation not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs confirmed there was another energy producing instrument in the procedure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. This issue can be resolved by using an alternate instrument to complete the procedure. A failure mode investigation (fmi) for this issue was completed and documented in (B)(4). No additional actions are currently required given that this issue will continue to be tracked per wi (B)(4) (quality data review meetings).

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had little shavings coming off the black part. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage observed. There was no injury to the patient. The instrument was inspected prior to use and there was no damage to the conductor wire. The material of the instrument was found to be discolored. There was no report of a fragment falling inside of the patient's anatomy. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. The instrument has been sent for isi evaluation.